Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms. The customer's blood glucose level was 150 mg/dl. Reportedly, the pump was not in abnormal conditions. Customer would use manual injections for alternate insulin therapy.